Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly , patient was revised due to knee stiffness , all microport implants were remove and replaced with another manufacturer company. (B)(6).